Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin flow block alarm. The customer¿s blood glucose level was 222 mg/dl at the time of the incident. Customer reported pump stopped working and was not able to complete his set filling. Customer reported that re-filling his pump but could not get it to prime. Customer stated the insulin did exit. The customer was advised that issue was resolved by changing reservoir. The reservoir and infusion set will be returned for analysis.